Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "possible leaking mammary implant¿. The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination of the valve and crease fold. Leak test and microscopic analysis were performed which identified total delamination of the valve and a sharp opening on valve seat diaphragm valve. Based on the device analysis the final assessment was total delamination of the valve due to adhesive failure, and a sharp opening on valve seat diaphragm valve due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Event description:
The device remains implanted